Manufacturer narrative:
Block g4: the premarket / 510(k) #s are k211223 & k231549. Block h6: device code a020503 captures the reportable event of seal compromised.

Event description:
It was reported that during preparation, the packaging seal was compromised due to an incompletely glued edge. The device was not used, and the procedure was completed using another device. No patient complications were reported.